Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  [missing records: records detailing the allegations of ¿additional surgery¿ were not provided.] 01/04/2010: (B)(6) hospital. (B)(6) operative report. 1st assistant: (B)(6). Anesthesiologist: (dr. B)(6). Preop diagnosis: incarcerated incisional hernia. Postop diagnosis: incarcerated incisional hernia as well as extensive adhesions and dilated gastrojejunostomy. Operation: laparoscopic repair of incisional hernia with implantation of mesh. Laparoscopic lysis of extensive adhesions. Plication repair of gastrojejunostomy. Findings/procedure: anesthesia: general. Indications: this patient is a 43-year-old female who had a prior subtotal gastrectomy and gastric bypass and weight loss surgery. The patient underwent other surgical procedures. She recently was found to have an incisional hernia. The patient was observed initially for a period of time, but recently began to have significant abdominal pain. She was seen in the office last week and plans were made for planning the hernia repair. However, the patient continued to have severe pains over the weekend and presented to the emergency room today. Decision was made to admit her at this time and repair the hernia. The patient, because of her prior surgery, was anticipated to have extensive adhesions. The patient had also had an upper gi series several months ago that indicated a normal gastric pouch, but dilatation of the anastomosis. Findings: there were extensive adhesions from the prior abdominal surgery. The patient had a moderate size incisional hernia. Operative procedure: ¿with the patient supine on the operating room table, the abdomen was prepped and draped with hibiclens solution and sterilely draped. Local anesthetic was infiltrated in the left subcostal area and an incision was made there. This was deepened through subcutaneous tissues. A 12 mm optiview trocar with a 0 degree laparoscope was inserted. Once in the abdomen, insufflation with co2 was begun. The laparoscope was changed to a 30 degree scope. The patient was found to have extensive adhesions. Two trocars were then placed on the right side and then the left side of the abdomen visualized. There were 12 mm trocars in the right upper quadrant and right mid abdomen. A 12 mm trocar was placed in the left lower quadrant and another 5 in the left mid abdomen. This was then used to take down the adhesions in the midline. After taking down extensive adhesions, it was found that the colon was incarcerated in the hernia. This required traction and countertraction and sharp dissection. Care was taken to avoid any injury to the colon. Ultimately, the transverse colon was completely released form the hernia defect. Adhesions were also lysed going up underneath the undersurface of the liver. After completing this, the size of the defect was measured. This was done by dropping the pressure to about 8 mmhg. Using a spinal needle, the parameters of the hernia defect were identified. The patient actually had 2 hernias with one larger one and a smaller one superior to this. The area encompassed a size of 16 x 14 cm. A piece of dualmesh was obtained and this was cut to the appropriate size to cover this. This allotted an extra 3 cm around the hernia. The mesh was marked with the rough side up and labeled for proper orientation. Two purple vicryl sutures were placed in the upper corners and 2 undyed in the lower corners. The mesh was rolled up and passed through the trocar site into the abdomen. Once in the abdomen, the mesh was unfolded and an 11 blade was used to make 4 slits in the skin at the measured site of the corner stitches. The pressure was put back up to 15 and the carter-thompson device used to grasp the sutures and pull them up through the slits in the corners. After tying these, protack was used to tack the mesh to the anterior abdominal wall. This was done with the pressure dripped again to 8cm of water. After completing this, the mesh was noted to be in good position. At this point, because of the patient¿s dilated gastrojejunostomy anastomosis, the roux limb was followed up and examined in the undersurface of the liver. This was dissected by further adhesiolysis to reveal the edge of the pouch and the anastomosis. This was then plicated with 3 lembert-type sutures to create a slight narrowing of the anastomosis. After completing this, the abdomen was inspected. Hemostasis was good. The carter-thompson device was used to repair the fascial defect and it lowered to 12 mm trocars. These were tied after evacuating the pneumoperitoneum. Attention was addressed to the closure. The skin was closed on all sides with 4-0 monocryl subcuticular running sutures. These were used for the trocars sites. The suture passing sites were closed with dermabond dressing was in place. The patient tolerated the procedure well and was awakened, extubated, and transferred to the recovery room in stable condition.¿ estimated blood loss: about 50 ml. Specimen: none. 01/04/2010: (B)(6) hospital. Implant sticker. Procedure: laparoscopic incisional hernia repair with mesh. Size: 15.0 cm x 19.0 cm x 1.0 mm. Quantity: 1. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 06775037. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (B)(4) was implanted during the procedure. 01/30/2010: (B)(6) hospital. (B)(6) operative report. 1st assistant: (B)(6). 2nd assistant: (B)(6) [handwritten note]. Anesthesiologist: (B)(6). Preop diagnosis: abscess of the abdominal wall with infected mesh. Postop diagnosis: abscess of the abdominal wall with infected mesh, with colocutaneous fistula, subcutaneous and intra-abdominal abscess. Operation: exploratory laparotomy; resection of colocutaneous fistula, including segmental transverse colon resection with end colostomy; removal of infected mesh; drainage of abdominal abscess; partial omentectomy; lysis of adhesions. Anesthesia: general. Indications: this patient is a 43-year-old female who is status post multiple abdominal surgical procedures in the past. The patient underwent a laparoscopic repair on an incisional hernia approximately 4 weeks ago. She was admitted to the hospital recently with what appeared to be a seroma and ultimately she began draining from her skin above that site. A CT scan suggested the presence of an abscess and possible infection of the graft. She was brought to the operating room at this time for this procedure. Findings/procedure: findings: the patient was found to have a fistula from the transverse colon, which was adherent under the mesh. There was an abscess in the intra-abdominal area just beneath the mesh and continuing up into the subcutaneous tissue and intramuscular space. There is some necrosis of the muscle and wound edges at that site. There was no intra-abdominal free perforation or collections. This area was loculated to just beneath the abdominal wall. Operative procedure: ¿with the patient supine on the operating table, under general anesthesia, the abdomen was prepped first with alcohol on the skin, then betadine, and sterilely draped. The cultures were obtained from the purulent drainage emanating from the wound. Then a midline incision was made starting at the xyphoid and going to beneath the umbilicus for approximately 4-5 cm. This was deepened to the subcutaneous tissues. The fascia was incised and the peritoneum incised and the abdomen entered. The dissection was taken through the full length of the skin incision using electrocautery in the fascia. This was done superiorly and inferiorly. It became immediately apparent that there was exposed bowel with mucosa pouching at the site of the mesh. The mesh was separated and removed. A separate free screw tack was also removed. The area was irrigated copiously. Adhesiolysis was performed on both sides of the abdominal wall using traction or countertraction and sharp dissection. Electrocautery was also utilized in some area. This was done inferiorly and then superiorly. The balfour retractor was then placed, and the colon freed up on both sides by adhesiolysis, as well. The omentum was divided in the area above the gastrocolic region using the ligasure device. This freed up the area of the fistula. The mesentery was divided on either side. The decision was made to perform an end colostomy and to close the distal end. Initially, we attempted mobilize this to be able to perform a mucous fistula; however, because of the thickening of the bowel and the abdominal wall proximity, this could not be performed. The distal bowel was palpated in the distal transverse colon as well as the descending colon and sigmoid colon. There was no retained stool and the area was without any obvious disease. The bowel was then divided using a stapler, the endo-gia echelon flex stapler with the blue load. This was done distally and then proximally. This was then extracted and sent for specimen. The edge of the proximal segment of the colon was then fashioned for the subsequently planned colostomy. The small bowel was inspected just beneath this mesentery. This appeared to be the roux limb, and this was carefully protected from any injury. There were no collections in the abdomen. The colostomy was then performed. A segment of skin on the abdominal wall was grasped with the kocher clamp and circumferentially excised. Electrocautery was used to dissect down to the fascia. Scarpa's fascia was incised, then the cruciate incision made through the anterior rectus fascia. The muscle was spilt and the posterior sheath and peritoneum were also was incised. A babcock clamp was used to pull the closed end of the colon up through this for a subsequent colostomy. The midline was irrigated. Antibiotic solution was used to irrigate the abdomen, then attention addressed to the closure. It should be noted that prior to closing, areas of omentum were amputated because of the compromised nature after dissecting the area of the fistula. The omentum was removed and this was sent as a specimen. Number 1 ethibond sutures were used for retentions in the area of the weakened fascia. The superior and inferior aspects of the wound had fresh healthy fascia and this was closed with a #2 nylon in continuous running fashion. The retention sutures were tied prior to completely closing the wound. The wound was then packed with half-strength dakin solution. The colostomy was then matured. This was done by incising the colon and using 3-0 vicryl sutures to anchor the skin in the usual fashion. This was done circumferentially. Colostomy appliance was placed. Dressings were placed. The patient tolerated the procedure well and was kept intubated, transferred to the recovery room in critical but stable condition.¿ estimated blood loss: approximately 200 ml. Specimen: partial omentectomy, omentum, and segmental colon. Additional necrotic tissue from the wound edges were sent. Aerobic and anaerobic cultures were also sent. [Missing records: records detailing hospital admission for ¿seroma¿ were not provided.] [Missing records: records of the CT scan showing ¿abscess and possible infection of the graft¿ were not provided.] [Missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2010 procedure was not provided.] 01/30/10: (B)(6) hospital. (B)(6) pathology report. Accession number: (B)(4). Pertinent clinical data: admitting diagnosis: abdominal pain; brief medical/surgical history: free air abdomen, subcutaneous abscess; operative procedure: explant, resection fistula, partial omentectomy, drainage subcutaneous abscess, colostomy. Priors: (B)(4). Specimens: a. Explanted implant (mesh). B. Transverse colon with co cutaneous fistula. C. Omentum. D. Necrotic tissue. Diagnosis: a. Mesh implant, removal: synthetic mesh with acute inflammatory exudate. B. Colocutaneous fistula (transverse colon), resection: segment of colon with mucosal ulcerations, granulation tissue, acute and chronic inflammation, fibrosis and fat necrosis. No recognizable skin is identified. C. Omentum, partial omentectomy: focal fibrosis, vascular congestion, acute and chronic inflammation, and fibrinous exudate. D. ¿necrotic tissue¿, site unspecified, excision: partly cauterized fibrous and adipose tissue with chronic inflammation and abundant inflammatory granulation tissue. Gross description: a. Received without fixative labeled with the patient¿s name ¿(B)(6)¿ and designated ¿explanted implant (mesh)¿ is a 13 x 13 irregular tan synthetic material covered by exudate. Representative section submitted in one cassette. B. Received without fixative labeled with the patient¿s name ¿(B)(6)¿ and designated ¿transverse colon with co-cutaneous fistula¿ is a 7 x 6 x 1 cm segment of erythematous colon which partially stapled, by surrounding fat. The wall appears incomplete. The mucosa is tan-pink and extensively edematous. There are two foci of possible necrosis measuring 0.7 x 0.6 cm and 0.7 x 0.7 cm. The mucosa is focally denuded and a denuded bridged area located 1.5 cm from the resection margin (inked black). Skin is not grossly identified. Representative sections are submitted in four cassettes as follows: b1-b2= 0.7 x 0.7 cm area of necrosis; b3= 0.7 x 0.6 cm area of necrosis; b4= bridged area of denuded mucosa with perpendicular margin. C. Received without fixative labeled with the patient¿s name ¿(B)(6)¿ and designated ¿omentum¿ is a 50.3 g, 22.5 x 6.3 x 1.0 cm pink-red, congested fragment of lacy adipose tissue, consistent with omentum. On section, cut surfaces are tan-pink and soft. A discrete mass is not identified. Representative sections are submitted in two cassettes. D. Received in formalin and labeled with the patient¿s name ¿(B)(6)¿ and designated ¿necrotic tissue¿ is a 2.6 x 1.8 x 0.8 cm tan-gray, congested fragment of rubbery tissue. On section, cut surfaces are tan-red and congested. Representative tissue is submitted in one cassette. ¿a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information."   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2020: (B)(6) health, certificate of death. Age 54 years. Place of death: private residence. Case referred to coroner or medical examiner. Autopsy: yes. Manner of death: ¿pending investigation.¿ immediate cause of death: ¿pending further study.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2010 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal wall abscess, mesh infection, mesh removal and additional surgery. Additional event specific information was not provided.